Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.(B)(4).

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of physical product complaint evaluation. Device history record was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this event may occur, and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during a hip arthroplasty procedure, the head would not move freely in the poly bearing after assembly. The assembled components were not implanted in the patient. There was a 10 minute delay in the procedure.